Event description:
One endeavour sprint drug-eluting stent and one non-medtronic stent were implanted in the lad during the index procedure. Approximately 24 months post index procedure it is reported that the patient suffered an mi.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure - (myocardial infarction). (B)(4).